Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was a problem noted with telemetry when interrogation of the implantable pulse generator (ipg) was attempted. The status of the ipg is unknown. No patient complications have been reported as a result of this event.